Event description:
It was reported that during implant procedure, this electrode exhibited low impedances out of range. A commanded shock was not performed. This electrode remains in service. No adverse patient effects were reported.